Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced an insulin flow block alarm on (B)(6) 2024. During troubleshooting insulin was not exited. No further information available.

Manufacturer narrative:
E1:patient country: netherlands. Patient city: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.